Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney. On (B)(6) 2005, pt underwent remover of right breast implant and capsule with right breast reconstruction with transverse rectus abdominus muscle (tram) flap. Reportedly, the abdominal wound made, from the dissection to creat the tram flap, was closed with a kugel patch.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the event. Thers is no indication in the info provided that the mesh used for repair was defective in any way, and there are no further notes suggesting post implant complications. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, the medical records indicate that the mesh remains implanted. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.